Event description:
It is reported that the trailing haptic appeared to be (trailing) missing; noted to have remained in the cartridge. Incision was enlarged to remove the lens from the patient''s eye and was replaced requiring sutures. Maxitrol drops were prescribed post intraocular lens (iol) implantation. No patient injury was reported.

Manufacturer narrative:
The returned intraocular lens was visually inspected and found to have a detached haptic along with evidence of viscoelastic (ovd) ophthalmic viscosurgical device on the lens. The detached haptic was stuck between the wings of the loading cartridge, which indicates that this issue most likely occured during loading of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). - trailing haptic. (B)(4) - incision enlarged. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.